Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the device was initially working, however, the device was no longer working well. There were no further complications that have been reported as a result of this event.